Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device had an inoperable touch screen and failed to power off. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The customer contacted resmed to request assistance troubleshooting an astral device that was unresponsive. Astral support went through the troubleshooting steps with the customer and requested that the device be rebooted. After the hard reboot, the device screen was operational. It was recommended that the customer send the device in for evaluation. The device was sent to the customer's internal service center, therefore, no device was returned to resmed. An extensive engineering investigation was performed on all available information. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported device failure to power off and display failure were most likely due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had an inoperable touch screen and failed to power off. There was no patient injury reported as a result of this incident.